Manufacturer narrative:
(B)(6). A promus premier ous mr 16 x 3.50 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found a polymer extrusion kink 252 mm proximal to the distal tip. An examination found signs of damage. A 0.0140 guidewire inserted through distal tip and exited at exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-nov-2020. It was reported that advancing difficulties were encountered. The 80-90% diffusely stenosed target lesion was located in the tortuous left anterior descending artery. After placing a guidewire and pre-dilatation with a 15x3.50mm balloon, a 16x3.50mm promus premier drug-eluting stent was advanced but resistance was encountered despite repeated adjustments. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.